Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. The reported activation failure was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that interaction with the moderately calcified, mildly tortuous and 60% stenosed anatomy and/or inadvertent mishandling resulted in the noted device damages (multiple sheath/shaft bends) thus during deployment resulted in the ratchet being unable to properly engage and release the stent from the delivery system; resulting in the reported activation failure. Further interaction with the anatomy/other devices and/or inadvertent mishandling resulted in the reported tip separation/noted tip jacket/inner member separations; however this cannot be confirmed. The investigation determined a conclusive cause for the reported/noted difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a de novo lesion in the popliteal artery with moderate calcification, mild tortuosity and 60% stenosis. The vessel diameter was 4 mm, atherectomy was not performed and pre-dilatation was performed with a non-abbott 5x100 mm balloon at 8 atmospheres for 2 minutes. The 4.5x40 mm supera self expanding stent system (sess) failed to deploy the stent and the shaft tip of the device detached but remained with the delivery system. The delivery system and separated portion were removed from the patient without any complications and there were no adverse patient effects. A 4.5x80 mm supera stent was used to complete the procedure. There was no reported clinically significant delay in the procedure.